Event description:
It was reported that the ilet pump failed to pair with a dexcom g7 continuous glucose monitor (cgm), despite glucose readings being visible in the dexcom app, and the issue was limited to pairing with the ilet; troubleshooting steps included mode toggling sensor settings and reentering the pairing code, after which the g7 successfully paired. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue characterized as intermittent communication failure associated with the device¿s electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.